Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to their implantable cardioverter defibrillator (ICD) toning. Upon interrogation is was discovered that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing/increased sensing integrity counter (sic), high impedance, and t-wave oversensing (twos). Also noted on the ICD during reprogramming was an instance of an artifact that was seen by the sense amplifier resulting in the device incorrectly classifying the artifact as a sensed event. Reprogramming was completed and the ICD and lead remain in use. It was noted the patient is currently enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.